Event description:
It was reported that the physician placed a call to technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). It was noted that a concomitant non-boston scientific device was being implanted on to the patient. Upon review, ts observed that patient r waves were being undersensed which led to the device to brady pace when not required. Ts discussed with the physician that possible electromagnetic interference (emi) from the concomitant non-boston scientific device may have caused the ICD device to undersense the patient r waves. Ts also discussed device programming optimization with the physician. The ICD device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the physician placed a call to technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). It was noted that a concomitant non-boston scientific device was being implanted on to the patient. Upon review, ts observed that patient r waves were being undersensed which led to the device to brady pace when not required. Ts discussed with the physician that possible electromagnetic interference (emi) from the concomitant non-boston scientific device may have caused the ICD device to undersense the patient r waves. Ts also discussed device programming optimization with the physician. The ICD device remains in service. No adverse patient effects were reported.